Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "during blood collection process in the clinic, the device's negative pressure was insufficient. No other adverse effects were caused to patients."

Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.